Event description:
This 43-year-old female underwent bilateral mastectomies for breast cancer followed by silicone gel implant reconstruction in 1988. The MFR of the implants is unknown to the reporting facility as they were implanted at another facility. The pt has experienced breast pain and has noticed the implants moving toward the armpits, resulting in arm numbness. Gross exam: right leaking implant; left implant intact. The capsules show dense collagenous connective tissue with histiocytic infiltrate.